Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician placed seven smart coils in the target vessel using a microcatheter. The physician was then unable to advance the eighth smart coil into the catheter; therefore, it was removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that additional information was provided on 28-mar-2018. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.